Manufacturer narrative:
The medical center in (B)(6) did not return the product for analysis. The investigation is open pending more clinical details. Should new information be shared that leads the root cause, a final report will be filed.

Event description:
In (B)(6) a medical center placed an impella cp for hemodynamic support. The patient had known coronary and peripheral arterial disease. During the time in the ICU the medical team observed a hematoma. They explanted the impella cp and treated the access site with contralateral leg ballooning and blood product infusion. When this failed to achieve hemostasis the team thought there may be a retroperitoneal bleed and so they surgically closed the site.

Manufacturer narrative:
Since the original report was filed, the investigation has concluded. The medical center in japan did not return the impella pump or sheath product. The clinical details alone were shared. The root cause of the injury/bleed has been determined to be native patient condition. The failure mode will be monitored and trended.